Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: client underwent surgery at (B)(6) on (B)(6) 2023 and was discharged from hospital on (B)(6) 2023. Client consulted the angiology and vascular surgery department at the (B)(6) due to a nodular formation on the left arm. The (B)(6) medical report referred to the presence of a foreign body, highly suggestive of a fragment of an intravenous catheter. Excision was carried out at (B)(6) on (B)(6)2024 and the nature of the material, approximately 5mm long, was confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Complaint description: the situation described a presence of a foreign body, highly suggestive of a fragment of an intravenous catheter. Excision was carried out and the nature of the material, approximately 5mm long, was confirmed. Device history record (DHR): unable to review as batch is unknown. Evidence at disposal: no sample received and no picture available for a proper evaluation. Manufacturing control: products are subjected to in-process quality control and final controls inspection based on random samples. These personnel perform visual inspection to ensure products are free from all types of contaminations and no particles such as particles, fibers, hair or oil stain is allowed conclusion: as no sample was received, further investigation was not possible. Complaint is not confirmed. This complaint has been added into the statistic for trend analysis.